Event description:
It was reported that a homechoice automated pd set with cassette was damaged during drain 1 on the homechoice (hc), while the home patient (hp) was connected. The hp stated that their dog bit a hole in the patient line. The hp had disconnected immediately. The technical service representative (tsr) assisted the patient in ending therapy. The patient planned to restart therapy using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns that contamination of the fluid or fluid pathways can occur if a pet or animal bites a solution bag or the disposable set. The guide states that contamination of any portion of the fluid of fluid path may result in peritonitis, serious patient injury, or death. The guide advises the patient not to have animals in the room when performing therapy in order to reduce the risk of contamination. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.